Event description:
It was reported that a spectrum pump keypad was not working during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection found keypad overlay damage that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'keypad was not working' which was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be a damaged keypad overlay. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.